Event description:
A physician reported that a patient was not able to be awakened at the end of an anesthesia case. A carbon dioxide (co2) blood gas value was determined to be 118 mmhg. The physician had to treat the pt to lower the blood co2 level. The pt was awakened and was reported as stable without serious injury. During the procedure, it was reported that the carescape (B)(4) monitor displayed end-tidal carbon dioxide ((B)(4)) readings of between 40-49 mmhg. The physician considered these values to be incorrect. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Pt info has not been made available at this time.